Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with noise on the right atrial lead. The noise caused inappropriate auto mode switch episodes. The noise was reproducible via isometrics. No electrical anomalies were noted. The patient would continue be monitored.